Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information . H2: additional information / device evaluation. H3: device evaluated by manufacturer - additional information. H6: adverse event problem - additional information.

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. A voltage check was performed and passed. A pairing test/download was performed and passed. A review of the share logs was performed and no data was found for serial number (B)(6) within the investigation window.  The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The reported event of signal loss over 1 hour is reportable based on an investigation cannot be performed. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. A voltage check was performed and passed. A pairing test/download was performed and passed. A review of the share logs was performed and no data was found for serial number (B)(6) within the investigation window.  The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The reported event of signal loss over 1 hour is reportable based on an investigation cannot be performed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.